Event description:
While doing a donor nephrectomy an endo gia stapler failed to cut and shot the staples all over the place. Wrappers (packaging) and stapler and load were all saved, placed in biohazard bag with notifications made.